Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to put in two different types of guidewires into the left ventricular (lv) lead, as there was an unknown occlusion inside. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire would not backload due to the distortion of the distal conductor in the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.